Event description:
Boston scientific received information that this implanted system was removed due to infection. The device and leads had been implanted for approximately 1.5 weeks and were discarded post explant. No communication provided regarding system replacement and no additional adverse patient effects reported. Additionally, no allegations against the bsc products as a causative factor.

Manufacturer narrative:
If new information is received, a follow-up report will be submitted.